Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The caller stated that the insulin pump alarmed auto off and alarm clock, which the user stated she had not programmed into the device. She stated that she was unable to clear the alarms and that the act and esc buttons were not working. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.